Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on 10 mar 2026 due to bent cannula. The blood glucose level was 24 mmol/l and was treated with correction via pump. The insertion site was abdomen. The infusion set was in use for two days.